Event description:
The user facility reported an impella cp was implanted in a 42 year old male patient for mechanical circulatory support. It was reported that the pump dislodged the pump from the left ventricle (lv) when the patient became restless. The team was unable to re-advance the pump across the valve. The patient was stable and the pump was explanted. No further hemodynamic support was needed.

Manufacturer narrative:
The investigation has been completed. The product was not returned for investigation. Per clinical details, the impella was pulled by the patient, and the doctor failed to reposition it. The root cause of the positioning issue was patient movement based on provided clinical information.